Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, the physician experienced slight difficulty advancing the advanix pancreatic stent and further noted that the proximal side of the stent became ¿slightly deformed¿. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".